Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. It was also reported that the customer experienced an elevated blood glucose (bg) level of 513 mg/dl; due to the customer not snapping the cartridge into pump completely, effecting insulin delivery. Customer addressed bg level via correction injection manual dose injection.